Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was observed folded inside the hub. Physician found blood (few) that dripped from the entrance of the smart touch catheter. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was removed from the patient¿s body immediately. The sheath was exchanged for a new carto vizigo¿ 8.5f bi-directional guiding sheath - small to complete the procedure without any problem. There was not any impact to patient. According to the feedback of the biosense webster inc. Representative, the device did not break and there was no separation of a certain section. The valve just could not stop blood flowing out from the sheath. No air entered the patient¿s body through the sheath. This issue did not require intervention. Hemodynamics was not compromised due to bleeding (about 10-20 ml of blood lost). The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
Initially it was reported that it was assessed that there was a hemostatic valve separation. The bwi product analysis lab received the device for evaluation on (B)(6)2021 and observed on (B)(6)2021 that the device was returned in the condition reported as the hemostatic valve was dislodged inside the hub of the device. This finding remains reportable. The device evaluation was completed on (B)(6)2021. It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was observed folded inside the hub. Physician found blood (few) that dripped from the entrance of the smart touch catheter. According to the feedback of the biosense webster inc. Representative, the device did not break and there was no separation of a certain section. The valve just could not stop blood flowing out from the sheath. No air entered the patient¿s body through the sheath. This issue did not require intervention. Hemodynamics was not compromised due to bleeding (about 10-20 ml of blood lost). The carto vizigo¿ 8.5f bi-directional guiding sheath - small was removed from the patient¿s body immediately. The sheath was exchanged for a new carto vizigo¿ 8.5f bi-directional guiding sheath - small to complete the procedure without any problem. There was not any impact to patient. The device was visually inspected and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed for the finished device, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. An internal corrective action has been opened to the conditions observed on the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)